Event description:
It was reported the customer had recurring no delivery alarms on their insulin pump. The customer stated the alarms would also occur one and a half day after inserting a new infusion set. Troubleshooting instructed the customer to complete a 3.0 unit fill cannula. Customer stated the insulin pump alarmed no delivery after 1 unit. The customer also reported damage around the battery and reservoir compartment of their insulin pump. Customer's blood glucose was 6.1 mmol/l. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.